Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right implant is not rechargeable and the left implant is a non-rechargeable device. They were told by the physician that they were taking the right leads and placing them in the left implant to make it a rechargeable device. It was reviewed that this is not a possibility. They are trying to use the patient's handset on the left implant and are unable to get it to work. They only have a card with the model number for the right implant. When they try and use the old programmer and the new programmer, they are unable to connect to the left implant. The patient has not been able to stand up straight. On the call, it was reviewed how to connect to the left implant and they would receive no device found on the left implant. The patient was redirected to their healthcare provider (hcp) to further address the issue.